Manufacturer narrative:
Reporting institution name &address & institution phone #: (B)(6). Reporter phone #: +(B)(6).

Event description:
It was reported that the ventilators keypad was not functioning. There was no patient involvement. The service provider (sp) inspected the device. The sp found that the ribbon cable to the man-machine interface (mmi) board was disconnected. The sp reconnected it and the issue was addressed. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. The device was not being used for treatment when the reported event occurred. Based on information provided and/or service performed, the alleged malfunction was confirmed.